Event description:
It was reported that following the implantation of an elevate anterior pc the patient experienced a moderate paravaginal hematoma. The hematoma was surgically removed on (B)(6) 2013. No further patient complications were reported in relation to this event.